Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the two provided images were reviewed. Other than reported only the device shaft fragments and the retrieved stent fragment were returned with several parts being damaged or missing, including the entire handle. The fragments of the shaft were still located on the guide wire and inside of the guiding catheter used in the intervention. The stent has partially been released and half of the stent is still crimped underneath the retractable outer shaft. The returned device shafts have fractured at least at two locations and separated onto the guide wire. After removal of the shaft fragments from the guide wire and flushing of the shaft fragments, the stent could be manually released. Due to the state of the instrument, and the missing parts, an investigation with regards to the reported complaint event was not possible. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was identified. Due to the state of the returned device, the final root cause could not be determined.

Event description:
Pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion in the sfa. The stent could not be fully released even after unpacking the handle. Stent was released 90mm inside patient. An additional surgery was performed to remove the stent.